Event description:
It was reported that ever since the patient had their devices replaced, the patient¿s right side was ¿causing problems.¿ it was noted that there was a loss of therapeutic effect. The caller stated that the patient¿s programming was the same. The caller noted that when the patient turned their head in a particular way, they got an additional therapeutic benefit. It was noted that impedances were gathered. It was noted that ¿normal position¿ impedances were c-0 816, c-1 2027, c-2 3041, c-3 4001, 0-1 2017, 0-2 3184, 0-3 4167, 1-2 2349, 1-3 3675, and 2-3 2349. The impedances when the head was turned were c-0 708, c-1 2016, c-2 3074, c-3 4001, 0-1 1987, 0-2 3184, 0-3 4145, 1-2 2371, 1-3 3692, and 2-3 2377. The caller stated there was fairly significant symptom relief with the head turned. The caller noted that the patient was programmed at 3.6v, 60 microseconds, 140hz with 1+ and 2-. The caller noted that the other side of the body had an interleaving program and the voltage had to be turned up after the last implant was replaced. It was noted that the possibility of normal disease progression was discussed with the patient, but ¿the only thing that was throwing [the healthcare professional] off was the head turning as well as the timing.¿ it was noted that they could not ¿come up with anything.¿ additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v135142, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v127831, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).